Event description:
Revision hip replacement in 1999 exchanged for another component and femoral head. Prosthesis was placed in pt at hosp in 1995, age 58 yrs, male. Pt did not return for annual appointment due 1/11/1996. Doing well- worked in nursery - much bending and lifting. (L) hip replaced at some time. Doing well with no lysis. Unable to walk without support. Migration with socket.